Manufacturer narrative:
Concomitant products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8 709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Manufacturer narrative:
Concomitant products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported by the consumer on 2017-feb-15. The consumer reported that when lockout issues occurred before it was because the pump was not working. It was reported that the patient was in their kitchen and they started to feel flush and then they got cold and as the day went on they got worse. When the patient tried to use the personal therapy manager (ptm) and it gave her a two hour lockout. At that point the patient called their company representative and the rep walked the patient through how to override the pump with the ptm. The patient tried to bolus again it did not work. The patient met the rep at the hospital where the pump was read and it was determined that the pump was not working. The patient went through withdrawal. The patient was given morphine injections into the IV and it did not work. The patient was in a lot of pain. It was noted that the healthcare professional (hcp) could not give the patient enough morphine because the medication in the pump was concentrated. The issue was resolved by replacing the pump.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
When patient was attempting bolus, she saw the error code "8476 - motor stall". Patient reportedly heard critical alarm every 10 minutes. Patient has had diarrhea, chills, sweats since this morning. The cause of the stall was unknown and per reporter there was no MRI done. Drugs in the pump were clonidine and morphine. It was later reported that the stall never recovered. As a result the pump was replaced. Patient had sought care at ER (emergency room) for withdrawal symptoms. Additional symptoms included nausea vomiting pain underdose symptoms and less than 50% therapy relief. Patient also had malaise. There were no diagnostic testing or troubleshooting performed and stated as not required. Patient status at time of this report 'alive - no injury'. Patient was doing fine and therapy was working post replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Final analysis of the pump found moisture, corrosion, and residue throughout the gear-train. It was indicated that the stall had been due to shaft-bearing.